Manufacturer narrative:
One cadd solie pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log did show the error occurred (B)(6) 2018. Service will replace the circuit board to resolve the problem. Use testing was performed. The problem source is defective component/circuit board.

Event description:
Information was received that the cadd solis vip pump has system fault 42, 224. No reported adverse effects.